Event description:
It was reported that the lead was exhibiting t-wave oversensing (twos) following ventricular pacing (vp). The lead sensing parameters were reprogrammed, and the twos was no longer seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.